Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication. The exact root cause cannot be determined. The likely cause was determined to have been use of the device in an artery with calcification resulting in a closure complication requiring surgery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal vip did not close the vein properly. The patient should be managed by the vascular surgeon. There was no harm to the patient. The patient was hospitalized. Additional information was received on 29jul2024: intervention of a vascular surgeon to close the vessel was necessary. The patient was seriously injured/harmed. Additional information was received on 05aug2024: the anchor did not fix in the vessel, probability of calcification. The vessel was closed with a femstop, surgery was not necessary. The procedure performed was a coronarography using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion the device into the patient. Hemostasis was achieved via femstop. The patient was in stable condition. A small amount of blood was reported, exact amount unknown. A pre-deployment angiogram was performed. .

Manufacturer narrative:
A2: age & date of birth: requested, not provided. A3b: gender: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.